Event description:
It was reported that red foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle, and black foreign matter was found inside the syringe before use. The following information was provided by the initial reporter, translated from chinese: "according to further confirmation, after opening the outer package of the syringe, it was found that there was a red foreign matter on the syringe needle, and a small black foreign matter in the syringe cavity, which would move with the pumped liquid. The doctor found and discarded the syringe in time, and used another syringe for operation, which did not cause harm to the patient on (B)(6) 2023, when injecting medicine for the patient, after unpacking the outer packaging of the syringe, it was found that there was a red foreign matter on the needle of the syringe. The treating doctor discovered and discarded the syringe in time, and replaced it with another syringe, which did not cause any damage to the patient".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle, and black foreign matter was found inside the syringe before use. The following information was provided by the initial reporter, translated from chinese: "according to further confirmation, after opening the outer package of the syringe, it was found that there was a red foreign matter on the syringe needle, and a small black foreign matter in the syringe cavity, which would move with the pumped liquid. The doctor found and discarded the syringe in time, and used another syringe for operation, which did not cause harm to the patient... ****************************************************** on (B)(6) 2023, when injecting medicine for the patient, after unpacking the outer packaging of the syringe, it was found that there was a red foreign matter on the needle of the syringe. The treating doctor discovered and discarded the syringe in time, and replaced it with another syringe, which did not cause any damage to the patient."

Manufacturer narrative:
H6:investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned three photos of the 1ml, 29 guage bd syringe. The customer reported after opening the outer package of the syringe, it was found that there was a red foreign matter on the syringe needle and a small black foreign matter in the syringe cavity which would move with the pumped liquid. The photos were examined and exhibited a black particle inside of the barrel near the top. The cannula appears to have a red stain near the tip.a review of the device history record was completed for batch# 2010842. All inspections were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (foreign matter on needle). H3 other text : see h10.